Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the wave form and the value went away from the monitor. This device was arrived at our technical support center. The sensor illuminated but unable to get the value. Then when our tech engineer investigated it simply, it was found that it had the open connection at detector. No patient impact or consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. During this testing the unit failed continuity testing due to an open in the detector assembly. When tested with a known good monitor a "sensor off patient" error message is displayed. No audible or visual alarms and the sensor led illuminates., corrected data: